Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during a lead revision procedure for the right atrial (ra) lead the physician elected to reposition this right ventricular (rv) lead but couldn't due to helix issues. The lead was explanted. No adverse patient effects were reported.